Event description:
During the stenting procedure, the taxus express2 stent got cought om bmw guidewire. The right coronary artery was pre-dilated with a 2.5x8mm voyager. The physician tried to advance a 3.0x32mm taxus express2 stent when the stent got coght on the mbw guidewire. The physician was able to successfully deploy a 3.0x12mm taxus express2 stent. No pt complications were reported.